Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be an inappropriate bypass of the low drain volume (ldv) alarm during the initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 00:07:28. During night drain cycle one, the patient's ultrafiltration reading was 2195ml, indicating the home patient drained 2195ml more than their maximum programmed fill volume of 2000ml. No additional information is available.